Event description:
It was reported that the ventilator's patient assist port was not alarming when the ventilator alarmed. The ventilator was being tested and was not on a patient when the reported problem occurred.